Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one photo and a device. It was observed, under magnification, that the suture appeared to have split under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sigmoidectomy procedure, the suture broke. The procedure was completed with manual suturing. After the purstring was used, surgeon tried to fix an anvil with the suture from the purstring with no excessive force, but the suture broke easily. The tissue was resected by 5 mm to perform another purse string. The status of the patient is no problem.